Manufacturer narrative:
No product was returned for eval and review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported that an angio-seal was selected for use in the right femoral artery. Eighteen days later, the pt presented with right lower leg claudication. The pt's right ankle brachial index dropped to 0.32. The emergent angiogram revealed an occlusion in the right popliteal artery. The physician performed a surgical embolectomy however it failed so, a biopsy forceps was used and the physician was able to pull the mass out. A pathological report revealed that the mass had polymers, collagens, and fibrins which was allegedly consistent with components of the angio-seal with some thrombi. The pt was reported in stable condition. The event and implants dates are unk. The physician that deployed the angio-seal was unk. The info was presented at the (B)(6) 2010 ((B)(6) association of cardiovascular intervention and therapeutics conference). No additional info is available.